Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during calibration of an ophthalmic operating console, both the ports on table top illuminator were not working and both ports on the auxiliary illuminator were dim. Since it was noticed during set up at the beginning of the day, all the procedures were cancelled. All procedures were rescheduled and completed at a later date. There was no patient involvement.

Manufacturer narrative:
The illuminator module was received, and a visual assessment of the returned sample revealed no obvious nonconformity. The illuminator module was tested. The reported event of the light ports not working were not replicated. Both ports passed with an illuminator probe. The reported event was not replicated. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming illuminator module was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming illuminator module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).